Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending tube was damaged. Also, evaluation found the following: pinhole on the bending section cover, damage on the insertion pipe, chipped adhesive on the bending section cover, scratch on the light guide cover glass, deformed video connector case, bending angle in down direction exceeds the standard value, damaged fe lever, breakage of light guide bundle and peeled adhesive around the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer a problem at a joint of endoeye flex deflectable videoscope. There was no reported patient harm or impact due to this event. The device was returned, and olympus repair center identified a foggy image due to damage on the charged coupled device (ccd). This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the cloudy image could not be identified if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.